Event description:
A user reported that the screen on their pump was non-responsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the user to check the power connection and assisted with troubleshooting steps, ultimately instructing them to plug the pump into a working power source, which resolved the issue. The screen successfully displayed the option/bolus home screen upon unlocking, and the user identified that removing the pump case allowed the button to function correctly. The customer considered obtaining a new pump case and received a link to the tandem amazon store for further assistance.